Manufacturer narrative:
Concomitant medical device: unk st. Jude lead, product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion with approximately 1.8 years remaining. The competitor atrial lead was noted to have high threshold. The device remains in use. No patient complications have been reported as a result of this event.